Event description:
It was reported that the patient had been moved up on the transplant list due to the increasing intermittent beeping of low voltage alarms. The alarms caused the patient severe anxiety, sleep deprivation, and restricted them to a poor quality of life. The patient's anxiety was caused by fearfulness of the alarms leading to critical device malfunction. The alarms were unable to be resolved by changing out the external heartmate 3 system equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the available device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 27aug2019. The current revision of the heartmate 3 left ventricular assist system instructions for use lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6). A direct relationship between the device and the reported heart transplant could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned detached from the pump. The cuff lock was fully engaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient history of controller exchange due to intermittent beeping covered under manufacturer report number 2916596-2020-05719.

Event description:
Reference manufacturer report number: 2916596-2021-01515. It was reported that the patient was transplanted on (B)(6) 2021. The patient had continued intermittent beeping on their controller that had not resolved despite changing out all external equipment.